Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2015 with the following findings: the pump powered on with the test battery cap to a fully illuminated display. The display did not show any signs of fading or discoloration. The battery compartment was cracked. The leak test was performed and confirmed a battery compartment leak. There was evidence of moisture contamination observed inside the compartment. The pump case was removed and the pump was disassembled. There was evidence of moisture contamination inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.